Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing a change in therapy effect; the pt felt like she was "getting too little baclofen". The pt had an increase in spasticity in her left leg and left side. The symptoms occurred following a refill on (B)(6) 2011. It was noted that the refill was performed by a new healthcare professional. In june, the hcp made a "change" and because the pt was very sensitive to any kind of medication change, she had to come back and the pump was changed back to the original setting. The pt was seen again around the beginning of nov and the dose was fine. She felt like she was benefitting from the therapy and they didn't have to make any adjustments at that time. On (B)(6) 2011, it was reported that the pump was replaced; reason for the replacement was not provided. The pt was not having any further problems with the system.